Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blurry image. Probable root cause: cables, hdmi cables , connectors, digital board , power supply filter / fuse, ac inlet board main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable) , coupler, problem toggling light source, connected monitors , leaking, poor grounding, no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), incident light from surgical scene is reflected by coupler/ch window, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.